Event description:
This pt experienced a peri-stent restenosis of a cypher stent in the mid left anterior descending artery (lad) approx 27 months post initial implant. This was treated with additional intervention (ptca) and stent placement. This pt was admitted to the hosp with a chief complaint of worsening angina. The pt was currently taking beta-blockers, aspirin, and simvastatin. The pt was taken electively to the cardiac cath lab, where angiography revealed three lesions: one in the mid-lad, one in the proximal rca and one in the distal rca. A 3.0 x 23mm cypher stent was deployed to the mid-lad to 16 atms. Then, a 2.5 x 18mm cypher stent was deployed to 20 atms in the distal rca. Finally a 3.0 x 28mm cypher stent was deployed to 18 atms in the proximal rca; all with satisfactory results. The pt was discharged on the same pre-procedure medications with the addition of plavix. Approx 27 months later, the pt returned to the hosp for worsening angina for three months. Repeat angiography demonstrated a new stenosis in the proximal lad, which was described as being within 5mm of the proximal edge of the previously placed cypher stent. This was treated with re-ptca and additional cypher stent placement. Gp 2b3a's were administered during this repeat procedure. The pt was discharged the following day. Note: this product is not distrubuted in the u.s.; however, it is similar to u.s. Product.